Event description:
When using an angio-seal to close an arteriotomy, the device became stuck in the femoral artery. Was unable to advance or pull back for fear of tearing the femoral artery. Physician had to dissect the device to get to the string to release the device from the artery.